Event description:
The customer reported a motion error was displayed on boot up and the joy stick and the control panel were unresponsive. The system would be effectively unusable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.